Event description:
It was reported that "persuader popped screw heads off. Pedicle probe is bent discovered at the time of surgery. Top brace broke off rod forceps will not hold rod now."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.